Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the patient had infection of access site and re-operation of access site was done to resolve the infection, but this issue occurred 12 days after impella device explant. The cause of the infection issue was most likely patient condition related and unrelated to impella based on clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the patient acquired an infection at the device access site. A re-operation, wound revision, wound irrigation, vacuum and dressing were all performed.